Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming last night to targeted temperature (tt) 37c at 0.1c/hr. This morning patient was almost at 37c, but patient temperature (pt) dropped. Nurse stated from charting records when patient temperature (pt) dropped at first the water temperature (wt) dropped as well but it did rapidly increase to 42c. Nurse denied any alerts or alarms. 4 pads connected with good coverage. Discussed medication administration and was unable to find correlation through factual review. Patient temperature (pt) was (ts foley) 36.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29.4c, water flow rate (wfr) was 2.5 l/m. Advised to call when the event happens next time so that they can look at the diagnostics in real time. Noted they will follow up with tm to see if they can assist with getting data download once patient completes therapy in the next 24 hours. Explained data download will give the full picture of what might have occurred, sn# (B)(6).

Event description:
It was reported that the patient started rewarming last night to targeted temperature (tt) 37c at 0.1c/hr. This morning patient was almost at 37c, but patient temperature (pt) dropped. Nurse stated from charting records when patient temperature (pt) dropped at first the water temperature (wt) dropped as well but it did rapidly increase to 42c. Nurse denied any alerts or alarms. 4 pads connected with good coverage. Discussed medication administration and was unable to find correlation through factual review. Patient temperature (pt) was (ts foley) 36.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29.4c, water flow rate (wfr) was 2.5 l/m. Advised to call when the event happens next time so that they can look at the diagnostics in real time. Noted they will follow up with tm to see if they can assist with getting data download once patient completes therapy in the next 24 hours. Explained data download will give the full picture of what might have occurred, sn# (B)(6). Per follow up information received via task on 02apr2025, the nurse reported that they only have one artic sun device on the unit that was currently in working order and ready for use. No further issues have been reported regarding the device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The patient started rewarming last night to targeted temperature (tt) 37c at 0.1c/hr. This morning patient was almost at 37c, but patient temperature (pt) dropped. Nurse stated from charting records when patient temperature (pt) dropped at first the water temperature (wt) dropped as well but it did rapidly increase to 42c. Nurse denied any alerts or alarms. 4 pads connected with good coverage. Discussed medication administration and was unable to find correlation through factual review. Patient temperature (pt) was (ts foley) 36.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29.4c, water flow rate (wfr) was 2.5 l/m. Advised to call when the event happens next time so that they can look at the diagnostics in real time. Noted they will follow up with tm to see if they can assist with getting data download once patient completes therapy in the next 24 hours. Explained data download will give the full picture of what might have occurred, sn# (B)(6). Per follow up information received via task on 02apr2025, the nurse reported that they only have one artic sun device on the unit that was currently in working order and ready for use. No further issues have been reported regarding the device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming last night to targeted temperature (tt) 37c at 0.1c/hr. This morning patient was almost at 37c, but patient temperature (pt) dropped. Nurse stated from charting records when patient temperature (pt) dropped at first the water temperature (wt) dropped as well but it did rapidly increase to 42c. Nurse denied any alerts or alarms. 4 pads connected with good coverage. Discussed medication administration and was unable to find correlation through factual review. Patient temperature (pt) was (ts foley) 36.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29.4c, water flow rate (wfr) was 2.5 l/m. Advised to call when the event happens next time so that they can look at the diagnostics in real time. Noted they will follow up with tm to see if they can assist with getting data download once patient completes therapy in the next 24 hours. Explained data download will give the full picture of what might have occurred, sn# (B)(6) .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.